Manufacturer narrative:
Device was received with corrosion observed on the pcb and the battery stack. During the investigation, an internal leak was found in the fluid path due to a hole in the unexposed soft cannula. The fluid path was manually occluded, and fluid was observed diverting through the hole in the unexposed soft cannula. This leak caused fluid to accumulate in the device and resulted in the observed corrosion. No data could be retrieved from the device due to the corrosion present. The exact cause of the reported communication error could not be determined.

Event description:
It was reported the patients blood glucose level rose over 250 mg/dl while wearing the pod between 24 and 36 hours. Upon investigation, it was found that the unexposed portion of the cannula was damaged.